Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose and diabetic ketoacidosis and insulin pump died. The customer blood glucose level was 22.6 mmol/l at the time of incident and the current blood glucose of the customer was 20.1 mmol/l. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. Customer states they did not hear the insulin pump alarm when it died last night. Customer reports they did hear the differences between the two audio beep volumes. Customer states they received a power loss power loss alarm. Customer was able to successfully clear the alarm. Customer did not provide any symptoms regarding to high blood glucose episode. Customer treated with insulin pump. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis.